Manufacturer narrative:
Initial reporter name and address: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. In speaking with olympus technical support via the phone, the olympus representative stated no repairs were needed. No troubleshooting was performed. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the visera elite ii video system center was intermittently displaying an e333 touch panel error code (video system center has broken down). The error code e333, occurred on ten (10) units. After the units power cycled, the devices recovered. No patient injury or procedure impact reported. This complaint is related to patient identifiers; (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) -visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn :unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown, (B)(6) - visera elite ii video system center/ otv-s200- sn: unknown.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the serial# and manufacturing date of the device is unknown, the device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the device was not returned for evaluation and the reported e333 issue could not be confirmed. The root cause of the event could not be determined. E333 is a touch panel error. Since it was restored by turning on the power again, it is presumed that the cause was a temporary malfunction of the touch panel sensor or a temporary malfunction of communication between the touch panel and the board. Olympus will continue to monitor field performance for this device.